Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported powerpicc mono-lumen catheter in the middle third of the internal phase of the msd positioned in basilica d, showed significant leaking at the time of salinization with sf0.9% 10 ml, i.e. Catheter showing rupture and it was necessary to remove catheter and insert new device. Patient is being followed up by the external support network, they were spoken to about how to handle the catheter and whether they were following the recommendations established for permeability and proper functioning of the catheter, and patient was well oriented and aware of daily care. There was no medical intervention required and no exposure to blood or bodily fluids.